Manufacturer narrative:
The returned device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a cause for the leak cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, a loss of fluid column occurred while inserting the dilator into the steerable guide catheter (sgc). Due to the loss of fluid column, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.